Event description:
On (B)(6) 2026, dr. (B)(6) reported that a 53-year-old female patient presented to his (B)(6) with concerns related to a previously placed dental implant. The implant placement was performed on (B)(6) 2026 at tooth location #20. It was reported that the implant was placed after immediate extraction and was not immediately loaded. The patient presented with the issue on (B)(6) 2026 within three weeks of implant placement. During the examination, the doctor discovered that the implant had failed to osseointegrate, and it was removed on the same day of the visit without the use of any instruments. The implant was not replaced. The patient was asymptomatic. The details of the prosthesis were a single tooth, and the opposing arch consisted of natural teeth. The patient did not sustain any permanent injury, and no additional medical or surgical procedures were required. It was further reported that the patient had type ii bone quality and good oral hygiene. No abnormalities with the implant or the package were reported.

Manufacturer narrative:
The device has not been returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Once an investigation is completed and a supplemental report will be submitted. Manufacturer internal reference number: (B)(4).